Event description:
It was reported that during a routine follow-up check, lead noise was observed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.